Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 318 mg/dl. . The distributor received the pump for investigation and inserted a new cartridge and was unable to duplicate the error.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.